Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information of a planned viv procedure for a failing 25mm valve in the tricuspid position after an implant duration of approximately four years due to unknown reasons. No additional information was provided.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Edwards received information of a failing 25mm tricuspid valve after an unknown implant duration due to unknown reasons. A 31mm non-edwards valve was implanted in replacement. No additional information was provided.